Event description:
It was reported the patient was unable to establish a connection between the ipg and patient controller (pc) following an unrelated surgical procedure on (B)(6) 2018. The pc also reflected the error message: connection problem with the generator.¿ the patient is unsure if the device was placed in to surgery mode prior to the procedure. A company representative met with the patient for troubleshooting which did not resolve the issue. The patient will consult with the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
Additional information was obtained.

Event description:
It was reported that the patients ipg was explanted and replaced. Therapy was confirmed post-op.